Event description:
The complainant reported that the placement signal was lost during impella cp support. The lost signal was thought to be due to priming and insertion issues, but support continued. The device was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the priming issue and optical signal issue has been completed. The root cause of the priming issue was determined to be use-related due to improper technique when inserting the purge disk. The root cause of the optical signal failure was determined to be a corrupted eeprom as evidenced by the calibrated g0 value being zero. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.